Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was described as an itchy, painful rash. The patient's doctor prescribed an unknown treatment, possibly a lotion, for the irritation. During a follow-up, the patient stated the irritation has improved due to using a lotion.